Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, vaginal bleeding, nickel sensitivity, menopausal disorder, cervical dysplasia and hot flashes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("auto-immune like symptoms"), syncope ("fainting,"), influenza like illness ("felt flu like"), pyrexia ("fevers"), loss of consciousness ("blacking out") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, syncope, influenza like illness, pyrexia, loss of consciousness and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, dyspareunia, genital haemorrhage, influenza like illness, loss of consciousness, neuromyopathy, pelvic pain, pyrexia and syncope to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, vaginal bleeding, nickel sensitivity, menopausal disorder, cervical dysplasia and hot flashes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("auto-immune like symptoms"), syncope ("fainting"), influenza ("felt flu like"), pyrexia ("fevers"), loss of consciousness ("blacking out") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder, syncope, influenza, pyrexia, loss of consciousness and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, dyspareunia, genital haemorrhage, influenza, loss of consciousness, neuromyopathy, pelvic pain, pyrexia and syncope to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.